Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 synchron chemistry analyzer generated false low sodium (na) results for four (4) patient samples. The erroneous results were reported out of the laboratory. It was noted that quality control (qc) was out of range, thus previously run samples were reviewed, rerun, and the four (4) patient results were amended. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Patient sample collection and method of analysis was not provided by the customer. Quality control (qc) data was not provided by the customer. The customer indicated that qc ran prior to the event was within laboratory established ranges. Qc run after the event recovered high. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse identified that the bottom portion of the electrolyte injection cup (eic) was cracked. The fse replaced the eic which resolved the issue. Evaluation of the flowcell, electrodes and eic valve showed no other issues. Failure mode was a cracked eic.